Manufacturer narrative:
A customer representative reported to arjo that a minuet 2 side rails are faulty. A strap connecting the side rail bars broke. As a result, the side rail collapsed and detached of the rail holders. There were no indications that the issued occurred at time of use the bed by a patient. No injury was reported. The claimed bed was equipped in full length side rails which consist of two bars (upper and lower) connected by the straps located inside the rail holders. In received complaint the strap connecting the bars broke from unknown reason. It resulted in the lower bar full detachment and upper bar detachment at one end of the bed frame. According to instruction for use (746-396) an operation of the side rails should be weekly checked by the caregiver. Sum up, the side rail bars detached from the rail holders therefore the bed was not meeting to its specification. There was no allegation that the issue occurred at time of use the bed by a patient. No injury was reported.

Manufacturer narrative:
Analysis of collected information is ongoing. An investigation conclusions will be provided as soon as the investigation will be completed.

Manufacturer narrative:
An investigation is ongoing. No final conclusions are available at this time.

Event description:
A customer representative reported to arjo that a minuet 2 side rails are faulty. A strap connecting bars from which side rail was made broke. As a result, the side rails collapsed and detached of the rail holders. There were no indication that the issued occurred at time for use the bed by a patient. No injury was reported.